Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: jka h.6. Investigation summary: material #: 367344. Lot/batch #: 3173409. Bd received 2 samples and 1 photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for cracked luer adapter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the leur adapter cracked causing blood leakage. This occurred in a large quantity of devices. No patient impact reported.